Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose after independently changing infusion supplies for the first time, and troubleshooting identified an empty cartridge reinserted into the device and use of an infusion site over abdominal scar tissue; the user was guided to replace the cartridge, confirm visible drops during priming, and move the infusion set to a different body area, after which insulin delivery was resumed and glucose returned to range. Symptoms included hyperglycemia. Outcomes included user inconvenience and the need for coaching. Investigation included remote troubleshooting and user education. Investigation of this case revealed an infusion set and cartridge handling error, specifically an empty cartridge installed and the absence of visible drops during priming, consistent with incorrect set deployment and suboptimal site selection. It was concluded, based on previously established findings for similar reports, that the cause was user technique.